Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that they were in the hospital in dallas, tx and they were trying to get a manufacturer representative (rep) to come out to put their implanted neurostimulator into MRI mode so they could get an MRI of infection in the bone of their back. Agent asked if the infection was thought to be caused by the implant, and patient said they didn't know. Patient mentioned their back was killing them (agent understood due to current infection and lack of therapy). Patient confirmed they did not have the ability to control/charge ins since april because they still don't have the replacement for their controller from sunmed yet. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of nas phone number for hospital staff to call.